Manufacturer narrative:
Approximate age of device - 5 years, 4 months. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that pump stoppages occurred as soon as the patient's lvad system was connected to the power module. The healthcare professional was unable to download the system controller log file but suspected that the pump stoppages and driveline fault alarms occurred while on external batteries. The patient was asymptomatic. A percutaneous lead (driveline) replacement was requested. On 18jul2018 the technical service representative performed a distal end percutaneous lead (driveline) replacement. After the replacement, a second log file was reviewed by the technical service representative. After the repair, the data did not contain any speed decelerations below the low speed limit and there were no further pump stoppages. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of the percutaneous lead (driveline) confirmed damage that could have contributed to the report of pump stoppage events while the lvad system was either on batteries or tethered to the power module, and the report of driveline fault alarms. Approximately 17 inches of the external portion of the percutaneous lead (driveline) was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline revealed no discontinuities or shorts. Visual inspection of the driveline revealed about 12 inches of rescue tape on the outer silicone jacket, starting approximately 2 inches from the metal connector. Removal of the rescue tape revealed tears throughout the outer silicone jacket; however, no damage to the bionate layer was identified. There was severe breakdown of the metal braided shield observed at approximately 2-3 and 5 inches from the metal connector. Kinking of the yellow and green wires was noted at approximately 5 inches from the metal connector. The driveline was submerged in a saline bath for high potential testing which revealed breaches in the yellow and green wires at approximately 5 and 6.5 inches, respectively, from the metal connector. Additional manipulation of these two wires in the location of the kinking caused the insulation to elongate and the inner conductors to fracture. The damage to both the yellow and green wires appeared to be the result of mechanical damage, due to the observed kinking and twisting. Examination of the remaining wires did not reveal any additional damage. The yellow and green wires represent the two redundant wires that comprise phase 1 of the three-phase motor. If the exposed conductors of the yellow or green wires contacted the braided shield while the system was operating on a tethered power source (such as the power module), the resulting short to ground could have contributed to the reported pump stop events. The inner conductor breakdown of the yellow and green wires could have caused the reported driveline fault alarms. Additionally, if both the yellow and green inner conductor wires separated simultaneously, this could have contributed to the reported pump stop events on battery power. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.